Manufacturer narrative:
(B)(4). This MDR was previously submitted on 03-21-2022 at 1:04 pm pst with MFR# 3004753838-2022-042909. The ack2 was received 03-21-2022 04:21 pm with coreid: ci1647894020515.582178@fdslv86002_te2 day 25. Per cdrh/cesub ¿we are unable to locate the below submissions. They were not received. Please check your submissions for any issues, repackage them properly and resubmit them." As per esg/cdrh email on 3/18/2022, this submission is considered a timely submission.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with nordic bluetooth device was performed and passed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.